Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that a patient experienced a thermal injury during a cataract with intraocular lens implant surgery. The biomedical engineer also reported that the surgeon's memory settings did not populate. Additional information has been requested.

Manufacturer narrative:
This report is a duplicate of MDR 2028159-2015-09004 and was sent in error. (B)(4).